Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 thermal conductive part of the jaw came off while it was on. Heater wire was peeled off. They used a spare vh-4000 and there were no problems. No delay. No harm/effects. Noting was detached.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise: (B)(4). Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The device was returned to the factory for evaluation on 07/28/2025. An investigation was conducted on 07/28/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the clear intact silicone insulation on the cold jaw. The clear insulation on the tip of the hot jaw was observed to be peeled back, exposing the hot metal jaw tip. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw, with detachment at the tip of the hot jaw. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent wire" was confirmed as well as the analyzed failure "peeled; delaminated; jaw" was observed. The lot#: 3000427989 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failure.

Event description:
N/a.